Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function and occlusion. Spectranetics lead locking devices (llds) were inserted into each lead to provide the traction platform to aid in extraction. With use with a spectranetics glidelight laser sheath, the physician successfully extracted the ra lead. Then, while removing the rv lead, the patient's blood pressure dropped. A piece of tissue was observed on the tip of the lead. A sternotomy was performed and a hole in the rv apex was discovered. Repair of this area was successful and the patient survived the procedure. The team believed the rv lead was initially implanted extra-cardiac. There was no alleged malfunction of any spectranetics devices used during the procedure. This report is being submitted due to the lld being present at the lead's distal tip, within the lead, and was providing traction during the procedure.